Event description:
The hcp reported that the patient developed a wound infection with dehiscence shortly after implantation of the interstim system. The system was removed and no further treatment or antibiotics were required. The patient recovered with no sequela.